Event description:
Stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Following retraction of the protective sheath, st wave changes were noted. Attempts to retract the sds and stent to enhance coronary perfusion were unsuccessful. Guide catheter support was lost and the stent dislodged from the balloon catheter into the coronary circulation. Attempts to advance a second coronary stent with delivery system to the target lesion site were unsuccessful due to metallic resistance encountered in the coronary vessel. The second sds and stent were withdrawn from the pt without complication. A microsnare was utilized to retrieve the embolized stent. A coronary dissection occurred as a result of the microsnare manipulation within the vessel and the stent removal. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were not additional clinical sequelae reported relative to the event.